Event description:
Two blood leaks at two patients occurred at the starting of hemodialysis treatment. The both leakages were observed visually, by the leak detector and by the test strip. The blood loss was about 200cc each because the blood inside the dialyzer and tubing was discarded as the extracorporeal circulation set. Both patients were well and no medical treatment was given.

Event description:
Two blood leaks at two patients occurred at the starting of hemodialysis treatment. The both leakages were observed visually, by the leak detector and by the test strip. The blood loss was about 200cc each because the blood inside the dialyzer and tubing was discarded as the extracorporeal circulation set. Both patients were well and no medical treatment was given.